Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient's implant charge is only lasting less than 2 weeks. Caller stated that the implant has been in there for "15 years". Patient service specialist reviewed that the amount of times the patient will have to charge is based on settings and usage. Caller confirmed reprogramming was done about a year ago. Caller mentioned pt's doctor said he was going to have his staff call the manufacturer representative (rep) to have the implant checked. Caller also mentioned that the last 2 or 3 times they have charged the implant, it has only charged to 80% and it will not fully charge. Caller noted the patient can leave the implant charging for 12 hours and the implant will still not charge to 100%. Caller reported seeing 6 coupling bars. Pt rep is worried that pt will be in pain if the implant "quits working". Agent sent email to local reps for visibility. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address implant charging. Patient-rep called back and said the ins wouldn't hold charge for more than 1.5 weeks, ins wouldn't charge to 100% (gets stuck at 75%). They were waiting on a rep to make an appointment for the last 3 weeks to meet with hcp to discuss replacement of the ins. Caller was concerned the ins would soon die, but said the ins hadn't been providing therapeutic relief for patient. Agent reviewed appointments have to be made through hcp and explained to have hcp use the  national answering service (nas) number to set appointment. Caller said they'd provide the number to the hcp today because pt was going in for injections because their ins was not working.